Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
The lead was not returned to manufacturer for analysis. Generator analysis was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received that indicated that the increase in seizure were related to the high impedance.

Event description:
It was initially reported that the patient had high impedance. X-rays were taken and there was nothing out of the ordinary was observed on the x-ray by the physician. X-rays were not be provided to the manufacturer for evaluation. Diagnostics were reported to be within normal limits (B)(6) 2013. There was no reported or possible manipulation or trauma. The patient had their setting turned down that day but not turned off. Surgery is likely but has not occurred to date. Further information was received that the patient was in an altercation (B)(6) 2013 where she was choked and hit but diagnostics were within normal limits after that time. The patient was having frequent seizures but they were not more severe and the patient was sick at that time. The patient had their medications increased and the patient has had good medication compliance. The patient was brought back to the office and had their generator turned off. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Event description:
Additional information was received that the patient had a generator and lead replacement. It was reported that there was a lot of scarring in the area of the old lead on the nerve. The generator was returned to the manufacturer for evaluation. Product analysis is planed but has not been completed.